Manufacturer narrative:
Per tandem user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty." Cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with approximately 110 units of insulin. Reportedly, customer added insulin to a cartridge that had already been in use for one day and attempted to load the cartridge, prior to minimum fill notification. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose level was 169 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.